Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. She experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with concurrent procedure cystourethroscopy due to sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent sling revision/removal and cystourethroscopy due to urinary retention and dysfunctional voiding on (B)(6) 2006.